Event description:
It was reported that the c-arm continued to rotate to the left until the right side of the button is pressed. No injury reported. A field engineer was dispatched to the site and determined the rear rotation switch assembly needed to be adjusted. Once this was completed the system was working as intended.